Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an indeflator was connected to an unspecified stent delivery system; however, when a negative was pulled an air leak was noted. There was no issue with the connection noted. The procedure was successfully completed with a new indeflator. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be replicated in a testing environment due to the condition of the returned device. Testing was successfully performed on 13 sterile/unused devices with no issues noted. It is possible that the device was not fully connected resulting in the reported leak; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak. Additionally, it is possible inadvertent mishandling during shipment for return analysis resulted in the noted gauge break however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3: it was previously reported that the device would not be returning for analysis; however, it was returned. H6: type of investigation code 4115 removed. H6: investigation findings code 213 removed. H6: investigation conclusions code 67 removed.

Manufacturer narrative:
The device was not returned for analysis. However, sterile/unused devices were returned and testing was successfully performed with no issues noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that the device was not fully connected resulting in the reported leak; however, as the device was not returned for analysis a conclusive cause for the reported leak cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.